Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) provided troubleshooting recommendations, which were carried out. However, the interrogation was unable to be performed. Magnet response testing was then performed and confirmed successful, with audible beeping tones upon magnet application. Additional information was attempted to interrogate the device again unsuccessfully on friday, at the request of the following device clinic due to another reported shock. It was using twoo programming system unsuccessfully and that the patient is scheduled for a heart cath and an echocardiogram. No adverse effects to the patient were observed. The device remains in service.

Event description:
It was reported that during an in-office visit there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) provided troubleshooting recommendations, which were carried out. However, the interrogation was unable to be performed. Magnet response testing was then performed and confirmed successful, with audible beeping tones upon magnet application. Additional information was attempted to interrogate the device again unsuccessfully on friday, at the request of the following device clinic due to another reported shock. It was using two programming system unsuccessfully and that the patient is scheduled for a heart cath and an echocardiogram. Additional information received indicates the device was unable to interrogating again, attempted to chill the implant site with ice packs to increase the likelihood of establishing a connection without success. Then, the patient was admitted into the clinic due to decompensated heart failure and during the same admission time the patient experienced cerebrovascular accident. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.